Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a fog-free function error e104 after approximately a minute of use. The scope was tried on several camera units, with no effect. The issue occurred during preparation for a therapeutic laparoscopy, which was continued with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device presented a fog-free function error e104 after approximately a minute of use. The scope was tried on several camera units, with no effect. The issue occurred during preparation for a therapeutic laparoscopy, which was continued with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.